Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. It was reported that the patient experienced bleeding. The patient was in the hospital at the time of the event. The site of bleeding was unknown. The patient was on heparin at the time of the event. The patient ultimately expired and the pump was returned for evaluation. Please refer to MFR# 2916596-2017-02598 for the detailed investigation and evaluation of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This document lists bleeding as an adverse event that may be associated with the use of heartmate ii lvas and provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications.. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date has been estimated as it was not provided. This event took place at osaka university hospital in (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing major bleeding. The patient was in the hospital at the time of the event. The site of the bleeding was unknown. The patient was on heparin at the time of the event.